Event description:
It was reported that sensor displayed error message during continuous glucose monitoring. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, did not experience repeat error after reset, and then successfully started new sensor session.